Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Following stent implantation, a 5.00mm x 8mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No further patient complications nor injuries reported.